Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 8/12/2013; electrode belt: 3/26/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away around 11:30 am on (B)(6) 2021 while wearing the lifevest. Per clinical review of the patient's continuous ECG recordings, the patient's rhyhtm on (B)(6) 2021 was an idioventricular rhythm at 60 bpm until 11:05:28 am. The patient's rhythm then became vt at 150 bpm. At 11:06:12, CPR and motion artifact began to obscure the patient's rhythm. The vt was visible on the patient's ECG for 40 seconds before CPR and motion artifact begins to obscure the patient's rhythm. For a portion of the visible 40 seconds of vt, the baseline morphology matched the vt, preventing arrhythmia detection. Vf is then seen on the patient's ECG during the pauses of CPR and motion artifact and this continues to the end of the continuous ECG recordings at 11:09:18. The CPR and motion artifact prevented the lifevest from detection the vf. The equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's passing.